Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and found that the needle is safely housed inside the applicator body. The reported event of a missing needle was not confirmed. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 07/03/2017, that on (B)(6) 2017, of an introducer needle missing from the applicator during insertion of the sensor. The sensor was inserted into the arm on (B)(6) 2017. No additional event or patient information is available. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly. No product was provided for evaluation. The reported event of an introducer needle missing from the applicator could not be confirmed. A root cause cannot be determined.